Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the cause of the short was not determined, the physician programmed around the short and the short still exists. The charging issue was resolved

Manufacturer narrative:
Other applicable components are: product ID: 37612, serial#: (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a rep that they were on their way to see the patient because they let their rechargeable device discharge and they couldn¿t charge it with the recharger. Physician recharge mode, clearing "por," and charging the ins were all reviewed with the rep. Additional information was received from the rep stating that the patient reported to them that the battery wasn¿t fully charging about three weeks ago. They were going to attempt to charge again when they got home and updates would be provided.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient was able to charge to 50% and the battery was not overdischarged. The rep saw the patient a few days later and was able to charge the battery enough so impedances could be interrogated. It was found that the patient had a short on bipolar configuration of 1-2+. The patient was using these contacts at the time. The physician then changed the contact configuration to 0-2+ and the impedance was 663. It was believed that the short was the cause of the charging issue. The patient was advised to follow-up with the physician if he had any further issues recharging the battery.